Event description:
Consumer alleges he awoke to find the top of his humidifier on fire and he used a fire extinguisher to put it out. No injuries or damages were reported with this incident.

Manufacturer narrative:
Consumer was sent a prepaid label to return the product for evaluation, but the consumer has not returned the product.